Event description:
The customer observed a (B)(6) architect hbsag result generated on an architect i2000 processing module for one patient. Sid (B)(6) initial and repeat result on (B)(6) 2022 = (B)(6) iu/ml (B)(6). The patient¿s previous result was about (B)(6) iu/ml (B)(6) at yearly health screenings. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 6c36 that has a similar product distributed in the us, list number 4p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Corrected information in section h6 medical device problem code.

Manufacturer narrative:
The complaint investigation included review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot number indicates the reagent lot is performing as expected. The ticket trending review for the likely cause list number did not identify any trends for the likely cause lot and complaint issue. A review of the labeling adequately addresses the customer¿s issue. Device history review did not identify any nonconformances or deviations associated with the likely cause lot number and the complaint issue. The overall performance of the architect hbsag assay in the field was reviewed using data gathered from customers worldwide. The median population result for lot 28509fn00 is comparable with all other lots in the field and falls within established baselines, confirming no systemic issue for the lot. Based on the investigation, no systemic issue or deficiency with the architect hbsag lot 28509fn00 was identified.